Manufacturer narrative:
Upon further investigation, the following has been reported that the issue was observed during preventive maintenance testing and is outside of clinical use. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 02feb2021.

Event description:
The customer reported system down. The customer confirmed diagnostic error "battery failed." The remote service engineer (rse) advised replacement of the battery. The unit was in clinical use, but there was no patient harm.

Manufacturer narrative:
G4:24feb2021. B4:04mar2021. H11:g5:k102985. H10: the customer replaced the battery to resolve the issue. The unit was tested and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.